Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the power cord bay assembly of the device was broken, and noted that the keyboard area and inside of the device was contaminated. It was also noted that the keyboard hinges were broken, hard drive health was less than one-hundred percent, and the stylus touch-pen skipped over a spot on the overlay. The device was scrapped and replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the back hatch of the programmer was broken. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.